Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to an opening within the internal handles. The customer received a replacement set of internal handles. The customer indicated that three sets of internal handles failed during this event. The other sets of internal handles are being reported under medwatch numbers 1220908-2007-00846 & 1220908-2007-00847.